Event description:
The hcp reported that the patient received sufenta and clonidine via the pump (concentration and dose were not reported). At refill, the expected residual pump volume was 5.0cc, but the actual volume was 11.2cc. The patient was experiencing extreme tenderness in her shoulder - her pain scale was 5/10. The patient remained in extreme pain despite block procedures performed, which had previously been effective. Fluoroscopic evaluation of the pump (date not reported) showed no evidence of rotor movement. The entire system was explanted because at replacement surgery it was determined that the catheter was curled and kinked. The patient recovered without sequela. See MFR's report no.: 6000030-2007-03105

Manufacturer narrative:
.